Event description:
The complainant has reported that a pt underwent a therapeutic egd procedure for treatment. The clinician stated, that while trying to deploy the resolution clip device, the sheath detached and fell into the pt. The sheath was retrieved with no reported complications or ill effects as a result of this issue to the pt. The procedure was completed successfully with a competitor's device.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the expiration date of the device is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.